Event description:
It was reported that an unknown patient's generator has noted bradycardia events after magnet swipes. It was noted that there were no low heart rate events detected following autostimulation. A test magnet swipe with no seizure was performed and no low heart rate was seen. In the epilepsy monitoring unit no low heart rate was seen after any recorded seizures. It was recommended that the patient stop using the magnet to see if there are no further low heart rate events. Attempts for additional information have been made; no additional relevant information has been received to date.

Event description:
Additional information was received indicating that the physician believes the patient is not actually experiencing bradycardia events, and that the vns low heart rate detection algorithm is erroneously detecting bradycardia events. The patient has not experienced any symptoms consistent with bradycardia, and a low heart rate has not been observed on any pulse oximetry or electrocardiogram monitors. Thus, it is believed that this event is not a patient issue but rather a generator oversensing issue. Generator data download was received and reviewed by the manufacturer. There were no anomalies noted with the generator data that would indicate a device malfunction. A review of the hourly and daily generator data showed the number of low heart rate events observed on a given day, which appeared consistent with the reported events from the physician. No additional relevant information has been received to date.

Event description:
Internal investigation has indicated that when there is a combined charge resulting from higher output current and pulse width, there is a period of time following magnet or autostimulation events where the vns cannot accurately detect heart beats due to a sensing delay. This can lead to an over-detection of low heart rate events, and in test scenarios the sensing delay resolved when the stimulation pulse width and/or output current was reduced. No additional relevant information has been received to date.

Event description:
Further internal investigation confirmed that the patient's low heart rate sensing events were likely related to sensing delays that could lead to false reporting of seizure detections and/or low heart rate events. These sensing issues are more pronounced at higher stimulation settings and most particularly at pulse widths of 500us or higher. This patient was at a pulse width of 500 usecs. The sense delay is inherent to the device design. No further relevant information has been received to date.

Event description:
Information was received indicating that the low heart rate had not been verified on a non-vns heart rate monitoring device, and the physician is unsure of what the cause of the low heart rate detection is. No additional relevant information has been received to date.